Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the event, the patient was hospitalized. While hospitalized, the patient was treated with vancomycin (dose, route, frequency, and duration were not reported) for peritonitis. Six days after admission, the patient was discharged from the hospital. The patient recovered from the peritonitis, twelve days after onset. Action taken with therapy was not reported. The cause of peritonitis was unknown; however, the family member was retrained on aseptic technique. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).